Manufacturer narrative:
This is a final report. An on-site investigation was performed on the actual device. The device performed as per specification, with no indication of malfunction. Tests were performed on a representative sample: · when "brightcare" is activated, the light intensity is automatically limited. · when shipped from the factory, the "brightcare" safety feature is activated in every arveo for all users. · when attempting to deactivate the "brightcare" function, a dialog window opens informing the user that "brightcare" is a safety feature that limits brightness at working distances which are too short and that bright light at short working distances may cause thermal injury to patients. The user must confirm the deactivation of the "brightcare" safety function. · to disable the "auto iris" feature the rotary button must be moved to increase or decrease the field of view. A review of the service and the device history records did not reveal any issue that could explain the complaint. A review of the complaint database, which found no similar or identical complaint, showed that the issue is an isolated incident. A review of the instructions for use showed that the warnings regarding the heat generated by the xenon light source and the resulting tissue heating are appropriate. In addition, the instructions for use clearly indicate how to properly adjust the light intensity. It is suspected that the injury was caused by incorrect use of the device, as the feedback received, and the data analyzed conclude that the device is working in accordance to its defined specification. Lt cannot be ruled out, that other circumstances or consumables/equipment used during surgery caused or contributed to the incident. The fse ensured that "brightcare" was activated in all user settings of all leica surgical operating microscopes in the hospital. In addition, users were informed on how to properly activate and deactivate "brigthcare".

Manufacturer narrative:
UDI / gudid related data quality updates only.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag, received a complaint from USA related to an arveo stating that a pediatric patient was discovered to have a 2nd degree burn after surgery was completed.